Event description:
It was reported that the patient is deceased and died approximately (B)(6) after device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No further information is available. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.